Event description:
Patient in cardiogenic shock. Dr placed abiomed impella cp catheter. After pump was started, low purge pressure was noted. The impella rep noticed a leak in the catheter housing which is located outside the body. Impella catheter was replaced with a new impella sheath and catheter. At the end of procedure, patient developed a hematoma at the right femoral sheath site. Manual pressure was held and then femstop applied. Patient is still in hospital. The current medical regimen is effective. He is hemodynamically stable and free of bedside evidence of chf except for his trace leg edema. Additionally, he has nothing to suggest any angina and his blood pressure is well controlled. His platelets are coming down, likely a heparin effect; dr will change this to argatroban. Otherwise, continue present medications. Perhaps he can be weaned off impella in am. Device was given to the rep.